Manufacturer narrative:
The following additional information was ascertained from a review of the patient's medical records: the patient underwent a rhinoplasty and chin implant and it was noted in the operative report that: ¿due to irregularities from prior trauma and prior surgery, the rasping had been performed and had achieved a very smooth dorsum. Due to these irregularities, a 1 mm piece of gore-tex was trimmed and fashioned and laid along the dorsum to camouflage irregularities." No product identification records have been provided to confirm the device implanted during this procedure. Medical record dated 09/03/2013 indicates: ¿ballotable fluid nasal dorsum. Aspirated with 18 gauge needle." Slightly cloudy fluid obtained. Inflammation possible low grade infection. No [illegible] pus, no cellulitis. Medical record dated 09/25/2013 indicates: "intercartilaginous incision made - dissected orb and removed goretex." "Patient tolerated well [sic]."

Event description:
A patient reported undergoing rhinoplasty in 2011 and indicated that ¿gore-tex¿ was used in the procedure. The patient did not provide a complete date of implant and was not able to identify the specific name of a gore product used in her procedure. The patient further reported the following sequence of events: sometime in 2013, she developed an alleged reaction to the implant which, according to the patient, resulted in a seroma. A complete date of onset for the described reaction was not provided. The patient reported that the seroma was drained several times, but she was advised to have the implant removed and the infection would then resolve. The patient reported that the implant was removed in the doctor¿s office however, the seroma did not resolve after the implant was removed. The patient did not provide a complete date of explant.

Manufacturer narrative:
.